Manufacturer narrative:
Mw5068323

Event description:
It was reported that the device and the right ventricular lead were explanted due to severe hypersensitivity reaction. There were no adverse consequences to the patient.

Manufacturer narrative:
Correction: please correct this report 2938836-2017-23259. The same issue was previously reported under MFR 2938836-2017-21921.